Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8.0fr fully peeled peel-apart sheath was returned for evaluation and four electronic photos were provided for review. Gross visual evaluation was performed on the returned device. The investigation is confirmed for the reported difficult or delayed separation, fracture and material separation issues as the part of the sheath t-handle was found completely broken and the broken piece was not returned for evaluation. Further, the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when peeling off the introducer sheath, t-handle was allegedly broke off. It was further reported that the t handle separated into fragments. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2023).

Event description:
Hold for kp 2.7it was reported that during a port placement procedure, when peeling off the introducer sheath, t-handle was allegedly broke off. It was further reported that the t handle separated into fragments. There was no reported patient injury.